Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). Prior to the procedure, the patient was presented with hypotensive. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 22mm, non-abbott balloon. Blood pressure got worsened and aortic regurgitation was noted. The patient was not able to be stabilized, and the implanter decided to continue the procedure for a positive outcome. During the procedure, an incomplete stent opening (iso) was observed but mitigated as per the IFU steps and the valve was implanted at a depth of 4mm on the non-coronary cusp (ncc). Hemoglobin levels were noted to have dropped from 8.9 g/dl to 4.8 g/dl. The implanters believe that the patient did not experience adverse health consequences due to the performance of the navitor valve and suspected a perforation in the femoral artery during puncture. At 11:33 am, the patient was pronounced to be deceased. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
It was reported that hemoglobin levels dropped after navitor valve implant. The patient passed away following the procedure. Information from field indicated that there was suspected perforation in the femoral artery during puncture. A returned device assessment could not be performed as the device was not returned for analysis. Requests were made for additional procedural details surrounding the case (e.g., procedure imaging), however this information was not supplied by the site. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the limited information received, the cause of the reported patient effects could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.